Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited an intermittent loss of capture. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct patient's name, gender and date of birth should have been (B)(6).

Event description:
New information notes that the right ventricle lead had also exhibited fracture.